Event description:
A surgeon reported that 25 pts experienced corneal edema following cataract surgery. Two of these pts had continuing symptoms. There was no unplanned medical or surgical intervention to treat the event. Add'l info has been requested. There are three medical device reports associated with these events; this report is for the second identified pt. This is the third report of three reports associated with these events.

Manufacturer narrative:
The product was not returned for analysis. The batch record review showed that all testing results were within spec. No other adverse reactions have been reported for this lot. Add'l info was requested on (B)(4) 2011 by email. A completed questionnaire was received on (B)(6) 2011. (B)(4).